Event description:
It was reported the patients incisions were not healing properly and an infection was noted. The patient was scheduled for wound debridement and wound v.a.c. The patient was also being treated with IV antibiotics. The pump was not explanted. On september 5, the patient was doing well and their incisions were improving. The pump was used to deliver morphine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's onset/diagnosis of infection was (B)(6) 2014, and the infection was located in the lower back and left anterior abdominal wall. The patient did not have meningitis. The healthcare professional (hcp) stated that the patient had diabetes prior to implant, which was a "risk factor" that applied to the status of the patient. The patient had redness, drainage, and incisional wound opening. The infection resolved.